Manufacturer narrative:
(B)(4). Medical devices: arcos 18x150mm spl tpr dist, pn 11-300818, ln 523280; unknown shell, pn unknown, ln unknown; biomet biolox-delta ceramic type 16/18 taper with type I option taper adapter, pn unknown, ln unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-05418.

Event description:
It was reported patient experienced subsidence approximately less than one year post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.